Manufacturer narrative:
(B) (4): analysis of the deep brain stimulator revealed a broken weld on the #1 bondwire. The epoxy bond was broken between the hybrid circuit and the battery terminal.

Event description:
The deep brain stimulator was received by the manufacturer with no returned paperwork.